Manufacturer narrative:
Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to lcd is severely and impairs the vision of the screen. The motor was tested outside of the device and passed.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated be medtronic that the insulin pump alarmed with multiple motor error alarms. The customer stated after rewinding the alarm came back. No further details were provided. The insulin pump will not be returned for analysis.